Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer would not print, a damaged microswitch was giving a false "out of paper" status and it was also noted that the hard drive performance was unacceptable and therefore, the programmer was replaced and was to be scrapped. (B)(4).

Event description:
It was reported that the programmer would not print. It was noted that the repair disk was attempted but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.